Manufacturer narrative:
The main arm cannot communicate with the motor arm confirmed in downloaded pump history due to software error. (Line number: 2803, file number: 2002). Unable to perform the displacement test due to the main arm cannot communicate with the motor arm. Device passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a pump error. The customer¿s blood glucose level was 116 mg/dl. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.